Manufacturer narrative:
Unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken on the bottom case and the top, plunger and battery door were cracked. Review of the event history log showed an occurrence of a "force sensor test" error message. Functional testing was performed and the device exhibited "force sensor test" at power up. The force reading was out of the required specification. The investigation determined that the force sensor was out of calibration and was the cause of the reported issue. The force sensor was recalibrated to correct the issue. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a force sensor error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.